Event description:
The following information was provided: when removing the 3.5mm hex checkpoint from the pelvis, the screw portion broke off from the top of it. Surgeon elected to not remove it since it was difficult to find. Case type / application: tha 4.1.